Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The frame grabber and the vm/oct hard drive were replaced as a preventative measure. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sex. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a tear of the front lens capsule after laser assisted cataract surgery. After the laser portion, the doctor noted an irregularity in the capsulotomy. When rotating the lens in the capsular bag, a tear occurred. New information was received. Capsulorhexis was not complete.